Event description:
The hearing performance with the device is affected. The user stopped to use the audio processor a long time ago because she did not get good performances.

Manufacturer narrative:
Conclusions: according to the information received from the field in situ measurements showed impedance fluctuations due to undetermined reasons. Further in situ measurements show two channels involved in a short circuit. A device investigation is necessary to determine a root cause. Explantation is considered but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. The user stopped to use the audio processor a long time ago because she did not get good performances.